Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited loss of capture on the right atrial (ra) lead. A revision procedure was performed and the ra lead was repositioned. During the revision the right ventricular (rv) lead also exhibited loss of capture and was repositioned. A few hours after the revision loss of capture was again observed on the rv lead. The next day the lead outputs were reprogrammed. Boston scientific technical services (ts) reviewed data from the implanted device and noted all device diagnostics appeared normal. The pacemaker, ra lead, and the rv lead remains in service. No adverse patient effects were reported.